Event description:
It was reported that the patient received recall hip implant letter. Patient is experiencing hip pain. Patient has yet to see his surgeon.

Manufacturer narrative:
At this time, the patient was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add¿l info has been requested and if received, will be provided in a supplemental report.